Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed and it showed that the allegations were not confirmed. Visual inspection revealed no abnormalities lead body and a passing wire insertion test indicating no blockage in lumen. Complete lead was returned in one piece.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to guidewire would not track in the lumen of the lead. The lead was never in service. No adverse patient effects were reported.